Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the device would not power on during a hypoglycemic event. At 2:00 am the patient experienced low blood glucose symptoms of sweating and feeling weak. The patient attempted to test her blood glucose and the device would not power on. The daughter transported the patient to the hospital. At the hospital the patient received a blood glucose result of 49 mg/dl. The hospital treated the patient with an unknown oral medication and sugar. The patient was released from the emergency room after treatment when she began feeling better.